Manufacturer narrative:
The na electrode lot number and expiration date were not provided. The investigation is ongoing.

Event description:
There was an allegation of questionable gen.2 ise indirect for na results for 1 patient sample on a cobas pro ise analytical unit. The initial na result was 116 mmol/l. The sample was repeated and the result was 117 mmol/l. The sample was repeated on another pro ise analyzer and the result was 137.40 mmol/l. The sample was repeated on the initial analyzer again and the result was 136.90 mmol/l.

Manufacturer narrative:
The investigation did not identify a product problem. The root cause of the event could not be determined.